Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had sensor issues. Customer mentioned to have low blood glucose but the sensor did not alert. Customer's blood glucose was 3.1 mmol/l. Sensor had alerted calibration error alarm. Customer mentioned the needle stayed in the serter and the sensor on the base. Customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.